Event description:
Customer reported a malfunction alarm, specifically alarm 20, on their pump during the loading process. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Despite assistance in loading a new cartridge, the alarm recurred, preventing resumption of insulin therapy. Technical support decided to replace the pump and confirmed a backup insulin pump would be used to ensure uninterrupted insulin delivery. The customer was given instructions for storage mode and advised to return the defective pump using a pre-paid label.